Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 620 mg/dl; the cause of the elevated bg was unknown. The customer received third party assistance from an ambulance that provided an insulin drip and took the customer to the emergency room (ER) on (B)(6) 2023 for eight hours. The customer received intravenous therapy (IV) and fluids of saline and insulin to resolve their elevated bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.